Manufacturer narrative:
No patient information provided as no patient was involved in this concern." Inadvertently included in initial MDR submission. Patient demographics provided in initial submission.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, the tap was damaged when attempting to remove it from the spinous process. Separate instrumentation was used to remove the damaged portion of the tap. All pieces of the instrument were removed. There was a reported delay to the procedure of two minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.